Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to 1) kinks located somewhere in the admin set, 2) blockage / occlusions at connections or ports, 3) slide clamps being actuated on the tubing. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. The batch record fa24i05127 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: biomed reported, four admin sets in (B)(6) that are triggering continuous occlusion alarms on every lvp we've have tried on them. All four are the same. A preliminary review of the logs identified the following issue: unable to clear repeated upstream occlusions. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a